Manufacturer narrative:
(B)(4). Information was not provided by the contact. Spring pawl extension. Additional information was requested and the following was obtained: please explain the potential adverse event? No potential adverse event on the patient. What intervention was required to prevent permanent impairment/damage? The surgeon has to change the echelon to new device. On the first firing when the device jammed, did the device staple or cut the tissue? The device did not fire on the tissue it is jammed without firing and he changed the device so there was no second firing. If yes, were the staple line and cut line equal in length? On the second firing, were the staple line and cut line complete? Na. Was there any change in the post-operative care of the patient as a result of the event? No, change in the post operative care of the patient as a result of the event. The analysis results found that one ec60a device was returned in good visual condition and with no cartridge reload present. The returned device was tested for functionality with a test cartridge. The functional test demonstrated that the staples in the reload formed properly and the instrument achieved its complete firing sequence without any difficulties. Upon firing of the device it was disassembled to verify the condition of the internal components and the spring pawl extension was noted to be damaged and not properly assembled, causing friction between the spring end tip and the knife return switch making the device difficult to open. No conclusion could be reached as to how the spring pawl extension became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device loaded with a green reload, closed over the antrum, but the stapler didn¿t work; it didn¿t open, and didn¿t advance. It needed to be reversed in order to be able to open it. Then the instrument was changed. J&j representative attending the procedure: the doctor was doing a laparoscopic sleeve gastrectomy and the device jammed when the doctor was going to make the first firing. It did not open until the knife has been reversed and he changed the device. They investigated the device with a new reload. It made the three strokes and in the fourth stroke the knife did not return to its natural place and the device stuck and did not open until the knife had been reversed again. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.